Manufacturer narrative:
It was reported that the patient has laxity. The surgeon does not have a suspected cause for the patient's laxity. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity. The surgeon does not have a suspected cause for the patient's laxity. Revision surgery is planned to exchange the poly inserts.